Manufacturer narrative:
Vyaire medical's field service representative (frs) went on-site to evaluate the customer's reported issue. The evaluation resulted in a defective flow sensor. The fsr replaced the flow sensor and verified it's performance. The vela ventilator passed all performance checks.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a blank screen. Patient involvement is unknown.